Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection revealed that the distal end had broken off and the core wire was exposed. A torque device had been attached at approximately 1630 mm from the broken distal end. The actual sample was compared visually with a current product sample and confirmed that the urethane outer layer had been peeled off by 2 mm in length from the distal end. The broken distal end of the actual sample was inspected under magnifier, and then compared with the current product sample whose urethane outer layer had been dissolved. The actual sample: the urethane outer layer had been stretched partially; the core wire was exposed; the radiopaque tip marker was missing. Electron microscopic inspection of the broken distal end revealed: some dents were observed on the urethane outer layer at the broken distal end and some abrasions were observed on the urethane outer layer near the broken distal end. Therefore, it was likely that a hard object (e.g. Calcified lesion) came into contact with this area, and then a tensile load was applied to this area. Electron microscopic inspection of the core wire of the actual sample revealed that the shape of the distal end seemed as if it had been pinched from both sides and streak pattern was observed on the end section. These were likely to be the trace that the core wire had been processed during the manufacturing process. Magnifying inspection did not find any other anomaly in the remainder of the actual sample. The outer diameter was measured on the intact area and confirmed to meet the factory's control criteria. IFU states- if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the glidewire advantage and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the glidewire advantage or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the actual sample may have been exposed to a tensile load while in the state of its urethane outer layer having been trapped by a hard object (e.g. Calcified lesion), which resulted in the broken urethane outer layer and radiopaque tip marker. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Weight: (B)(6). Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. (B)(4). Please see MDR (B)(4) for the importer report. (B)(4).

Event description:
Terumo medical received a user facility medwatch report # (B)(4). The event description states: "terumo guidewire glidewire used to advance through occluded tibial artery. In the process of removing the glidewire the tip broke off in the tibial artery." The original intended procedure was a tibial angioplasty. Additional information was received on 21jul2020. There was no intervention, the tip remained in the occluded tibial artery. The patient's condition was reported to be stable.